Event description:
Boston scientific crm received information that this right atrial lead dislodged. During the revision procedure, placement difficulties were experienced. The lead was explanted and replaced with a new lead.